Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2019 with the following findings: during investigation, according to the alarm history and black box the pump alarmed "low cartridge when insulin remaining reached 20 u. The pump was returned with a cracked battery compartment and detached bolus button. A low cartridge warning was reproduced by allowing insulin remaining to reduce to 20 units during basal deliveries . Pump alarmed with screen (low cart) warning and audible alert. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history settings issue. The reporter stated that the pump will not alarm for low cartridge warning. The pump will alarm when out of insulin but not when insulin is low. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.